Event description:
Pt breathing circuit (tubing set for ventilator) in use with heated humidifier became detached near its water trap. Manual ventilation was used to return pt to baseline condition. No injury to pt.

Manufacturer narrative:
The article in question is a disposable breathing circuit (tubing set). It is over seven years old. This is an unreasonable age for a disposable breathing circuit. MFR spoke with user (B)(6) at (B)(6), he has no more (B)(4) circuits in stock. This is the first complaint of separation - near - water - trap ever rec'd by (B)(4) (no trend).